Event description:
Affiliate reported that after implantation of the microsensor, the icp monitor showed a high pressure valve up to 90mm hg. After controlling the monitor which showed no problems the dr removed the microsensor and completed the case with a competitor's product.

Manufacturer narrative:
It has been communicated that the device and lot number is not available. Without the device and/or lot number it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available the complaint will be reopened and an investigation will be performed. In addition, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.